Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported no change in activity. Had to change programming because was getting shocks in legs, ribs, hips too bad to turn down intensity to slow shocking. Could not change it completely. Have had brain MRI, lab work, ent, and EKG and getting ultra sound of heart. Issue has not been resolved. Other actions listed. Still feel light headed.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they were getting shocks in their legs and waist. Patient stated that if they moved a little bit the shocks would stop, but if they sat down at a different angle they would still get shocked. Patient also stated that in the last week or so it had gotten quite a bit bad where their back hurts all the time. Patient mentioned when they put the stimulation up enough to make their back comfortable but gets shocks in both legs, wait and ribs. Patient then mentioned it was uncomfortable. Patient noted that they tried group a, b, and c and changed the intensity, but they couldn't get the stimulation to a point where it was comfortable for their back. Agent asked the patient when the back pain started and patient stated that it had been at least two months ago and that it seemed to get worse every day. Patient mentioned that they had the intensity up to 8 on one of the groups at one point, but now they had it at 5.2. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt reported that their problem is that they cannot turn up the intensity enough to help their back because pt then get shocking on front of their legs and sometime on hips so pt have to lower it down. Pt is going to contact rep to see if they can adjust settings to help. Pt have heard that one month after their surgery, medtronic came out with a new unit that fixes the shocking and so patient wished they should of gotten that.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.